Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. The event was resolved by reprogramming the device. The patient was in stable condition.